Event description:
Per the audiologist's report, the pt reported having problems understanding in noisy environments in 2007. The results of an integrity test done in the same month, were consistent with normal receiver/stimulator function and electrode anomalies on four electrodes. The pt's sound processor was reprogrammed with the anomalous electrodes deactivated. Cocheal was notified the following month, that the pt's performance had decreased and the pt would have this device explanted and a new device implanted three weeks later.